Event description:
The endocrinologist and the doctor suggested that the pdm or pod are not working correctly. Doctor did lab work and customer did not have any infections that could be spiking her sugar.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. Lot qualification records were reviewed and the product lot met all acceptance criteria.